Manufacturer narrative:
Corrected data: section h6: health effect - impact code and health effect - clinical code corrected. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information was received on 21apr2025 clarifying that the computed tomography (CT) transcatheter aortic valve replacement (tavr) was completed for observation of any outflow graft issues and not due to aortic valve issues. A tavr was not completed on the patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted images confirmed damage to the outer jacket of the patient¿s driveline. Although a specific cause for this damage could not be conclusively determined through this evaluation, it did not appear to contribute to an electrical issue. The account sent fluoroscopy x-ray imaging for review, as well as additional photos of the external portion of the driveline. The x-ray imaging did not reveal internal damage to the driveline. The other images captured the external length of the driveline, which was covered in rescue tape. One of the images showed a portion of the driveline near the exit site where the tape had been removed, revealing a tear in the outer jacket of the driveline near the exit site and exposing the underlying bionate layer. The damage appeared to be cosmetic only. The driveline was covered in rescue tape, with rescue tape also applied to a region downstream towards the system controller. The submitted log file contains events from (B)(6) 2025. No notable events or alarms were captured, and the pump appeared to operate as intended for the duration of the file. Review of the log files saw typical fluctuations in motor power. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The IFU and patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was at the clinic with "elevated powers" and damage to the driveline. The site performed several imaging including a computed tomography (CT) portico for a transcatheter aortic valve replacement (tavr), a fluoroscopy of the driveline, and an echocardiogram. A review of the submitted log files revealed a few power elevations without a known cause, but no other unusual events were recorded in the event history. Drainage was identified from the driveline, suspected to be due to bodily fluids from an internal cut / tear in the driveline outer jacket. As of(B)(6) 2025, the patient had not experienced any symptoms and was discharged home. Though the site had considered a driveline repair on (B)(6) 2025, the imaging results provided did not appear to show any identifiable concerns that would require any intervention be performed. On (B)(6) 2025, a driveline repair was being scheduled/rescheduled due to patient transportation issues but had not yet been performed at the time. The mechanical circulatory support equipment appeared to have operated as intended.